Manufacturer narrative:
Date of event: unknown. Expiration date - unknown due to unknown part number and lot number. UDI - unknown due to unknown part number and lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown part number and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported the tech mentioned having issues with the involved angio-seal vip device. When the tech pulled the device back, it became stuck during the second audible click where the footplate should seat against the sheath. The tech was unable to remove the device from the vessel. Hemostasis was achieved. The device was cut at the carrier tube assembly and the device was removed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.